Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.mfg. Report 1 of 2, medwatch report # 3004209178-2013-91902.mfg. Report 2 of 2, medwatch report # 3004209178-2013-91903.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No occluded/leakage anomalies were observed during analysis.